Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from manufacturing representative (rep). Rep reported that the cause of sensations was unknown as the patient did not have hardware behind their ear. Rep reported that patient will have pacemaker checked next.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the managing doctor for the patient contacted the manufacturer representative, noting the patient was experiencing short-lasting and intermittent electrical sensations just behind the left ear. The caller stated that when the implantable neurostimulator (ins) was turned off for 10 minutes, the patient did not experience the issue. An impedance test conducted with the doctor showed normal results, and the caller mentioned the patient also has a pacemaker implanted in the left chest area, while the dbs lead and extension are on the right side. There is no equipment implanted near the left ear. The caller inquired whether the pacemaker could be causing the short burst sensation. The agent reviewed diagnostic options and possible reprogramming, although the caller was unaware of any factors prompting the issue. With stimulation on, the patient experiences the sensation, but it ceases when the dbs is turned off. The caller confirmed impedances are within normal range, and the patient receives good therapy. The caller was redirected to the patient's cardiology provider for further evaluation.